Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 22 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement within specifications. No unexpected power loss alarm noted. Low battery alarm confirmed in the formatted history file due to connector resistance issue and the power management graph was abnormal. Pump error noted in detail trace file due to connector resistance issue. After disconnecting and reconnecting the j6 connector at pcba1, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received with cracked retainer, scratched case and minor scratched lcd window.